Event description:
During laparoscopic surgery, tip of grasper instrument broke off during surgery ¿ the device was able to be retrieved and there was no patient harm. Manufacturer response for laparoscopic grasper instrument, microline (per site reporter): manufacturer notified and is coming to facility next week.